Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third party service agent evaluated the customer's device and was unable to duplicate the reported issues. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had incorrect or no motion detection in AED mode. Additionaly, the customer reported that the device did not provide the shock warning prompt. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.